Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3, h4, d4, a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. One empty open overwrap and two needle-suture pieces were received for analysis. Product code 8735h, this product code is double armed. During the initial inspection of the sample, no breakage of the suture was observed. Even though the extremes were noted to be cut and crimping marks were present on the surface, it was likely caused by a surgical instrument. Furthermore, body fluids were noted along the length of the suture. Due to the condition of the returned sample, no functional tests could be conducted. In addition, marks that appear to be caused by a surgical instrument were observed on the body needle. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. The event described could not be confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Corrected data: h4, d4, full udo lot updated. The following additional information was received: the customer must have shown me a different box of sutures when I originally filed the complaint. I have only ever sent in one suture for a product complaint, and it was this complaint. Whatever you received from me is the suture that had the issue.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the suture product broke during surgery. They have been having issues with the whole box of sutures. No adverse impact to the patient/user was reported. The device is available for return. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 9/22/2025. H6 component code: g07002 - pending evaluation of returned device this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: product code: 8735h product lot #/batch: 105a6e 1. Could you please clarify if wrong device belongs to this complaint? 2. If not, could you please clarify if the wrong received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. Additional information was requested, the following was obtained: how do I send this item back for investigation? I have the product ready to be shipped and was told I would be given instructions. - how many devices demonstrated the alleged deficiency? I was only given the one device, the doctor said he had been having trouble with this specific suture for a few of his cases. - did the event occur during one or multiple patient procedures? This specific event happened during one patient procedure, the doctor had been having other issues with the suture on other procedures but this is the first time the actual suture broke. - what is the total number of procedures? 1 - have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? Not that I know of, no. - could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided I have never sent an item back for investigation. I would be happy to send the product back for return. Can I please be given instructions on how to do so. - please provide the source or name of person providing answers to follow-up questions: I will try to provide any additional information to follow up questions. I was brought into the room during the surgery and saw that the suture had broke. A device has been received, however clarification is requested whether the product belongs to this complaint.